Manufacturer narrative:
Product analysis results are: the exact cause of the possible proximal type I endoleak could not be conclusively determined from the films provided. The pre-implant anatomy information, films during index procedure, and earlier post implant films were not available for review and comparison. It is possible that proximal aortic neck dilatation due to disease progression may have contributed to the possible proximal type I endoleak. The possible type ii endoleak was due to patient anatomy.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm. The proximal neck diameter measured between 27 mm and 32 mm and no proximal neck calcification observed at approximately 5 years and 2 months post implant. It was reported that, approximately five years and two months post index procedure, a CT revealed that the aneurysm sac had enlarged by 1 cm in diameter compared to a CT conducted approximately three years earlier. The physician suspected a proximal type I endoleak was present. Per the physician, the cause of the event was due to the progressive aortic neck dilatation. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.